Event description:
This event involved a male patient who experienced controller fault alarms three months post heartware lvad implantation. The patient stated that he was at home, walking from the bathroom to the kitchen, when his controller began to alarm. It was a 3-tone alarm, with no message on controller. The patient was unable to silence the alarm or utilize the scroll button. The lcd screen ultimately went blank. The patient¿s son performed a controller exchange. The patient stated that he was not symptomatic during the alarm condition or controller exchange. The hospital was unable to download log files for submission due to controller faults but the device itself has been returned for evaluation. A new controller was provided to the patient from hospital stock. There was no report of patient injury. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. The controller passed all visual and functional tests. There is no evidence of any alarms or malfunction in the controller logs. Based on review of all the available information, there is no evidence to suggest a device malfunction as the cause that led to the reported event. No additional information will be forthcoming.